Event description:
It was reported the patient received the following results within 15 minutes: 81 mg/dl (patient meter) and 49 mg/dl (professional meter). The patient experience symptoms of dizziness, sweating, and confusion and was given nasal powder as treatment by a coworker who is a nurse.